Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address right knee pain, with some osteolysis visible on x-rays. After exposure was made, surgeon noticed that the femoral lcs component had a crack in the medial condyle metal. As the femoral component was removed, it was confirmed that the metal had completely broken or cracked all the way into a separate piece. Once the femur was completely removed, a very large bone cyst was found directly beneath the broken condyle. The surgeon is wondering if metal fatigue may have been caused by the cyst, or if the metal failed in some way.